Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed under local anesthesia. Fiducial markers were placed transperineally before hydrogel injection. The hydrodissection went well. During the procedure, after injecting a little hydrogel, another push was done, and things changed on ultrasound. Computed tomography (CT) scans showed little gas at the top of the hydrogel. There was a divot into the rectum to the mid-gland. Magnetic resonance imaging (MRI) was performed. On the sagittal view the hydrogel seemed to be under denonvillier's fascia and above the rectal wall. However, on the axial view the hydrogel appeared to be in the rectal wall at the hump. Due to the position of the hydrogel, the patient will receive external beam radiation (ebrt). The patient's current condition was reported as asymptomatic.